Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: there were multiple call service alarms observed in the black box and alarm history. The pump booted with audio and vibration features and had a fully illuminated display screen. The pump was opened and evaluated and there was no visible defect found. A blank display was unable to be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen went blank after a battery change. It was reported that the sound and vibration features were working, but the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.